Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence resulting from air-filled cuff suspected of leakage with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the device had fluid loss.

Manufacturer narrative:
Device analysis: an allegation of air in the component and fluid leak was reported. The ams 800 occlusive cuff was visually inspected and microscopically examined. A tear was found in the cuff shell causing fluid loss. The cuff damage is consistent with wear. The reported event was confirmed through device analysis. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence resulting from air-filled cuff suspected of leakage with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the device had fluid loss.